Event description:
Edwards received notification from our affiliate in finland. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve was successfully deployed, but at the end of dilatation, the delivery system balloon bursted. Afterwards, the balloon was almost completely retracted inside of the esheath, and using moderate force, both were removed as one with difficulties, mainly because the ruptured balloon took more space than normal. Sharp edges of the balloon were partly exposed outside of the esheath. After removal of the system, there was a hemodynamic collapse, and visual inspection of the system revealed that parts of the abdominal aorta were present. This injury was repaired by using a stent graft. Afterwards, patient was stable.as per medical opinion, the perceived root cause of the event was the heavy calcification at the sino-tubular junction.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
A final MDR is being submitted due to engineering evaluation findings. H6: type of investigation, investigation findings, and investigation conclusions have been updated. Correction to d9: device availability. The event(s) reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was unable to be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that the commander delivery system appears to be fully inserted through the esheath, tissue over the distal end of the commander delivery system and the balloon radially burst and bunched towards the nose tip. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst and withdraw catheter through vasculature/sheath was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) and procedural factors likely contributed to the event as reported information indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, procedural factors (withdrawal of the balloon burst) likely contributed to the event as provided imagery revealed that the distal part of the balloon was bunched towards nose tip. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.